Event description:
It was reported that during implant, that when the device was connected there was no pacing observed. Due to av block iii, there were long pauses and the patient needed to be reanimated two times. Patient status reported as good. Device was replaced.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found. Device not implanted.